Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the patient was on support in the ICU and was scheduled to be taken to CT for imaging. When the primary registered nurse went to unplug the console, the cord ripped and the impella device gave an advisory alarm indicating that the automated impella controller (aic) had been disconnected. The patient was immediately moved to another aic, and there were no other side effects. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
The unique device identifier (UDI) was revised and recaptured in section d4 to ensure accuracy and alignment with the reported device information.

Manufacturer narrative:
D9: added devices return information.